Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed "pace defib device failure" and "defib disabled" messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including defib cycling, discharging and bench handling without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. The multifunction cable was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.